Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient described the area as an irritation from the garment touching the patient¿s wound from heart surgery. There was no alleged device malfunction contributing to the irritation. The patient¿s physician put a cloth in between the skin and the lv so that the lv would not directly touch the skin irritation. Follow up indicated that the skin irritation improved.